Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
Additional information received indicated technical support was contacted and suggested reprogramming the device to resolve the event. Device reprogramming is anticipated to be performed at the patients follow-up. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing was noted due to post-paced t-wave oversensing. The physician elected to take no further action. The patient was in stable condition.